Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("abnormal menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date (B)(6) 2013 and explant date (B)(6) 2015 reported via the summons and on receipt off follow up via pfs noted as insertion date (B)(6) 2012 and explant date (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, lab data, product information, events abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine bleeding since (B)(6) 2014, ovarian cyst, endometriosis of ovary, thyroid disorder, hyperlipidemia, chronic depressive personality disorder, vulvovaginitis and abdominal pain lower. Concomitant products included estradiol from (B)(6) 2015 to (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2015, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem - depression") and anxiety ("psychological or psychiatric problem - mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"). The patient was treated with sertraline hydrochloride (zoloft), vilazodone hydrochloride (viibryd) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date (B)(6) 2013 and explant date (B)(6) 2015 reported via the summons and on receipt off follow up via pfs noted as insertion date (B)(6) 2012 and explant date (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: successfully occluded. Diagnostic results: transvaginal ultrasound of the pelvis: impression: unremarkable transvaginal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs was received- events-"psychological or psychiatric problem - depression and mental anguish",onset date, concomitant drug, patient details were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine bleeding since (B)(6) 2014, ovarian cyst, endometriosis of ovary, thyroid disorder, hyperlipidemia, chronic depressive personality disorder, vulvovaginitis and abdominal pain lower. Concomitant products included estradiol from (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2015, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem - depression") and anxiety ("psychological or psychiatric problem - mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"). The patient was treated with sertraline hydrochloride (zoloft), vilazodone hydrochloride (viibryd) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date (B)(6) 2013 and explant date (B)(6) 2015. Reported via the summons and on receipt off follow up via pfs noted as insertion date (B)(6) 2012 and explant date (B)(6) 2015 (discrepancy noted). Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: successfully occluded. Diagnostic results: transvaginal ultrasound of the pelvis: impression: unremarkable transvaginal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine bleeding since (B)(6) 2014, ovarian cyst, endometriosis of ovary, thyroid disorder, hyperlipidemia, chronic depressive personality disorder, vulvovaginitis and abdominal pain lower. Concomitant products included estradiol from (B)(6) 2015 to (B)(6) 2015, levothyroxine sodium (synthroid) since (B)(6) 2015, nsaids since (B)(6)2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problem - depression") and anxiety ("psychological or psychiatric problem - mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"). The patient was treated with sertraline hydrochloride (zoloft), vilazodone hydrochloride (viibryd) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date (B)(6) 2013 and explant date (B)(6) 2015 reported via the summons and on receipt off follow up via pfs noted as insertion date (B)(6) 2012 and explant date (B)(6) 2015 (discrepancy noted) patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: successfully occluded. Diagnostic results: transvaginal ultrasound of the pelvis: impression: unremarkable transvaginal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain/pain, abnormal bleeding (vaginal) and menorrhagia was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.